Event description:
It was reported that an ilet would not wake up and displayed a persistent gray screen despite placement on a confirmed active charging pad; the screen image was reviewed and a replacement device was arranged. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included continued insulin therapy using an alternative method without interruption. Investigation included customer support assessment, confirmation of charging status, photo verification of the display condition, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction consistent with a display or power-up failure affecting the user interface. It was concluded that the cause was a device malfunction of the user interface/display assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.